Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that the customer were taken to the hospital for high blood glucose level. Customer¿s blood glucose level was 505 mg/dl, at the time of incidence then customer back to 538 mg/dl. Customer had vomiting due to high blood glucose level. Customer reported that they received motor error alarm after no delivery from the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.